Event description:
It was reported that the patient complained of instability. X-ray was taken and poly wear was diagnosed. It was determined intraoperatively that the plastic on the insert wore out.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.